Manufacturer narrative:
Initial 2 of 4: based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that since (B)(6) 2026, the patient experienced four events of infusion set bent cannula, which resulted in hyperglycemia. The blood glucose level was reported as high. The events were managed by administering correction injections via multiple daily injections.